Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).